Manufacturer narrative:
Additional information received; the type ia endoleak was first observed approximately 8 years post the index procedure. It was confirmed that there were no device issues against the endurant stent graft limbs. During removal some difficulty was noted explanting the bifurcate due to suprarenal fixation but the problem was resolved during removal. B3: year valid only medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a abdominal aortic aneurysm. It was reported approx. 8 years post index procedure, that the endurant ii stent graft system was explanted due to an endoleak, caused by the loss of seal proximally. Per the physician the cause of the type ia endoleak and stent graft explantation was anatomy related due the dilation of the patient's neck over time. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.